Event description:
The instrument was used during an unknown procedure. It was reported the instrument "didn't fire". No add'l details were given. The surgeon is very familiar with the product. There was no consequence to the pt.